Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 459 mg/dl at the time of incident and the current blood glucose of the customer was 459 mg/dl. Customer reported that they was in the hospital and insulin pump turn off and the insulin pump will not come on. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. Customer declined to provide the hospital information details. The insulin pump will not be returned for analysis.